Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown whether the patient was hospitalized for the event. Treatment was not reported and the cause of peritonitis was unknown. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k02041 and h13k19052 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot number(s) h13k02041 and h13k19052. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.